Event description:
Pt had c/o shortness of breath, arthritic joints, scleroderma-like sympotms, blue finger tips, large lumps all over her body, from swollen lymph glands, platelet count so low she bled under her skin, sometimes "threw it", swelling over entire body from steroid treatments, making her unrecognizable & sense of suffocating, had to sleep sitting up in a chair.